Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it was not returned in its original packaging. The handheld device was not returned. The anchor has the blue/white suture passing through, but only the fractured distal tip of the anchor was received. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found that the blue/white suture were passing through the anchor. The anchor is fractured, and only the distal end is pictured. No clinically relevant patient information was provided; therefore, a thorough medical investigation could not be rendered nor could the root cause of the reported failure be determined. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during rcr, the anchor of the osteoraptor fractured inside of the patient. Procedure was resumed, after a non-significant delay (less or equal to 30 min), with a back-up device. No further complications were reported.